Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. The customer's blood glucose level was 88 mg/dl. The customer reported that the insulin pump had a hardware low level failure alarm which occurred twice. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly.